Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified right peripheral artery. A 3.0mmx20mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed wit a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There was tip damage. Functional testing using an inflation device to inflate the balloon to the rated burst pressure revealed a pinhole in the balloon material. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified right peripheral artery. A 3.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed wit a different device. No patient complications were reported.